Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (0.5 mg/ml at 0.08329 mg/day) via an implantable pump for unknown indications for use. It was reported that patient was seen at physician office and evaluated by the nurse practitioner (np) on (B)(6) 2021. The patient had presented for routine pump refill. During the refill/interrogation of the pump, the patient had an expected residual volume of approximately 15 ml, but the actual residual volume was approximately 30 ml. The np proceeded to perform a catheter access study and was unable to aspirate the cerebra spinal fluid (csf). The patient was taken to the operative room (or). The patient was placed in a right lateral position. The physician started by opening the pump pocket and dissecting out the catheter. He attempted to aspirate from the catheter access port, but still had no return of csf. The physician then disconnected the collet from the pump segment and attempted to flush the catheter using preservative free normal saline, but was still unable to obtain flow of csf. The physician then proceeded to open the spinal segment; he retracted the spinal segment approximately 1 cm at the catheter anchor site. After retracting the catheter, there was spontaneous flow of cerebrospinal fluid. The physician used an 8785 accessory kit to you place a new collet to connect the spinal segment and pump segment. The pump was then reconnected to the pump segment and the physician successfully aspirated spinal fluid from the catheter access port. The issue was resolved at time of the report, the patient status was alive no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated the exact cause of the catheter unable to aspirate was not identified.